Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was corrosion or/and material from previous procedure. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: reprocessing manual_ cleaning, disinfection and sterilization procedures_ leakage testing_ perform the leakage test. Caution: if you locate a leak, remove the endoscope from the water and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the customer's allegation of no water flow through the auxiliary water channel was confirmed. Additional findings are as follows: (a.) The grip has a scratch. (B.) The air/water cylinder has discoloration. (C.) The suction cylinder has discoloration. (D.) The switch box has a scratch. (E.) The up/down knob has corrosion. (F.) The right/left knob has a scratch. (G.) The scope connector cover unit has a scratch, the scope connector has corrosion. (H.) The label on the scope connector is damaged. (I.) The auxiliary water inlet has corrosion. (J.) The electrical connector has discoloration; due to water leakage. (K.) Due to damage on electrical connector; the screen turns black with no image, (it may return to normal at times). (L.) Due to a scratch on distal end; water tightness is lost. (M.) Due to a crack on the plastic distal end cover; the insulation resistance value at distal end does not meet the standard value. (N.) The objective lens has a scratch. (O.) The connecting tube has a cut. (P.) And the universal cord has coating peeling. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope, had no water flow through auxiliary water channel. There was no reports of patient or user harm associated with the event. The subject device was received at an olympus service center for evaluation. During inspection and testing, foreign material was observed, in the forceps channel port, the jet tube (j-tube), and light guide lens. This report is being submitted for the presence of foreign material found during the device evaluation.